Event description:
The atrial lead was returned to the manufacturer for unknown reasons. The lead was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the partial lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. Concomitant product: 4024-52 lead, implanted: (B)(6) 1994. (B)(4).